Event description:
The farawave ablation catheter was selected for use during the myocardial ablation procedure to treat atrial fibrillation (a fib). It was reported that the guidewire became stuck during the procedure and could not be removed. The catheter had to be removed and replaced. The procedure was completed successfully without patient complications. The device has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product. Investigators did confirm the off label use that was mentioned in the event description.

Event description:
The farawave ablation catheter was selected for use during the myocardial ablation procedure to treat atrial fibrillation (a fib). It was reported that the guidewire became stuck during the procedure and could not be removed. The catheter had to be removed and replaced. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.